Event description:
On (B)(6), 2010, pt underwent an endotracheal tube exchange using the endotracheal tube introducer. No complications occurred during or post the procedure. Post procedure the pt had equal breath sounds bilaterally and chest x-ray verified correct placement of the endotracheal tube. A day later, on (B)(6), 2010, the critical care rn encountered some difficulty during pt suctioning. A bronchoscopy revealed a blue ringed object in the pt's trachea. Pt was taken to surgery and underwent a bronchoscopy to remove a 22cm (1/3 of the introducer used previous day) piece of endotracheal tube introducer. The original length of the introducer was 70cm. Pt tolerated the procedure without difficulty.